Manufacturer narrative:
Follow up information was received on 20-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal and excessive bleeding amongst other (non serious) events. Her doctor discovered that one coil had perforated her fallopian tube and one coil had migrated to her abdomen. Plaintiff had a surgery and removed one coil. The other coil had not been removed yet. All events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and its nature, a causal relationship between abnormal and excessive bleeding and essure cannot be excluded. Fallopian tube perforation is a potential complication of essure insertion and removal. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this particular case, the exact date and the mechanism of perforation/dislocation are not known. However, considering their nature, a causal relationship between one coil had perforated her fallopian tube and one coil had migrated to her abdomen and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil had perforated her fallopian tube /perforation (fallopian tube(s))/one coil had migrated to her abdomen/ migration of essure device location of device: abdomen/in the right hemipelvis/ perforation of left tube, not noted until after hysteric"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("abnormal and excessive bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the hospital technician informed me essure blockage was unsuccessful and I had to use another form of birth control.". The patient's medical history included parity 3 and uterine dilation and curettage. Third and last pregnancy went into early labor at 27 weeks but it was stopped and he was born 2 weeks early with hypospadias, chordee and torticollis. She denies any umbilical pain. Concurrent conditions included vaginal discharge and hirsutism. Concomitant products included borago officinalis oil (borage oil) and progesterone. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods and passing clots"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced acne ("hormonal changes describe : acne"), abdominal distension ("other injury or complications- bloating"), mood swings ("psychological or psychiatric problems- condition:mood swings"), depression ("psychological or psychiatric problems- condition: depression"), anxiety ("psychological or psychiatric problems- condition:anxiety"), migraine ("migraines") and headache ("headaches frequent and severe headaches"). In (B)(6) 2010, the patient was found to have hormone level abnormal ("hormonal changes describe- imbalance"). In (B)(6) 2010, the patient experienced allergy to metals ("suspected nickel allergy; not tested"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, 6 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss"), endometriosis ("endometriosis") and ovarian cyst ("ovary cysts"). The patient was treated with antidepressants, bencyclane, sertraline hydrochloride (zoloft), vitamins and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine haemorrhage, acne, vaginal haemorrhage, allergy to metals, mood swings, depression, anxiety, migraine, endometriosis, ovarian cyst, dysmenorrhoea and hormone level abnormal outcome was unknown and the genital haemorrhage, menorrhagia, abdominal distension, abdominal pain, alopecia, headache and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, ovarian cyst, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure placement the devices were not placed properly and the fallopian tubes were not occluded. Patient still has one essure device in abdomen (not perforating anything). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: results: essure coil migrated in the peritoneal cavity. *concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, pelvic pain, endometriosis, acne. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event hormonal changes describe- imbalance were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil had perforated her fallopian tube /perforation (fallopian tube(s))/one coil had migrated to her abdomen/ migration of essure device location of device: abdomen/in the right hemipelvis"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("abnormal and excessive bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the hospital technician informed me essure blockage was unsuccessful and I had to use another form of birth control.". The patient's past medical history included parity 3 and uterine dilation and curettage. Third and last pregnancy went into early labor at 27 weeks but it was stopped and he was born 2 weeks early with hypospadias, chordee and torticollis. She denies any umbilical pain. Concurrent conditions included vaginal discharge and hirsutism. Concomitant products included borago officinalis oil (borage oil) and progesterone. In (B)(6), the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods and passing clots"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6), the patient experienced acne ("hormonal changes describe : acne"), abdominal distension ("other injury or complications- bloating"), mood swings ("psychological or psychiatric problems- condition:mood swings"), depression ("psychological or psychiatric problems- condition: depression"), anxiety ("psychological or psychiatric problems- condition:anxiety"), migraine ("migraines") and headache ("headaches frequent and severe headaches"). In (B)(6), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("suspected nickel allergy; not tested"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), endometriosis ("endometriosis") and ovarian cyst ("ovary cysts"). The patient was treated with vitamins, antidepressants, bencyclane, sertraline (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine haemorrhage, acne, vaginal haemorrhage, allergy to metals, mood swings, depression, anxiety, migraine, endometriosis, ovarian cyst and dysmenorrhoea outcome was unknown and the genital haemorrhage, menorrhagia, abdominal distension, abdominal pain, alopecia, headache and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, ovarian cyst, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure placement the devices were not placed properly and the fallopian tubes were not occluded. Patient still has one essure device in abdomen (not perforating anything). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: essure coil migrated in the peritoneal cavity. On (B)(6) 2009, hysterosalpingography: essurc implants have not closed the fallopian tubes. Left fallopian tube is more widely patent than the right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, pelvic pain, endometriosis, and acne. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, reporter information updated, patient demographic information and new event the hospital technician informed me essure blockage was unsuccessful and I had to use another form of birth control were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil had perforated her fallopian tube /perforation (fallopian tube(s))/one coil had migrated to her abdomen/ migration of essure device location of device: abdomen/in the right hemipelvis"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("abnormal and excessive bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Third and last pregnancy went into early labor at 27 weeks but it was stopped and he was born 2 weeks early with hypospadias, chordee and torticollis. In 2009, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods and passing clots"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced acne ("hormonal changes describe : acne"), abdominal distension ("other injury or complications- bloating"), mood swings ("psychological or psychiatric problems- condition:mood swings"), depression ("psychological or psychiatric problems- condition: depression"), anxiety ("psychological or psychiatric problems- condition:anxiety"), migraine ("migraines") and headache ("headaches frequent and severe headaches"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("suspected nickel allergy; not tested"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), endometriosis ("endometriosis") and ovarian cyst ("ovary cysts"). The patient was treated with vitamins, antidepressants, bencyclane, sertraline (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine haemorrhage, acne, vaginal haemorrhage, allergy to metals, mood swings, depression, anxiety, migraine, endometriosis, ovarian cyst and dysmenorrhoea outcome was unknown and the genital haemorrhage, menorrhagia, abdominal distension, abdominal pain, alopecia, headache and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, ovarian cyst, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: essure coil migrated in the peritoneal cavity quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: acne, vaginal bleeding, menorrhagia, uterine bleeding, suspected nickel allergy, abdominal pain, bloating, hair loss, mood swings, depression, anxiety, migraines, headaches, endometriosis, dysmenorrhea and ovarian cyst event outcome of hair loss, heavy bleeding, abdominal bloating, pain(stabbing, cramping, pelvic pain) updated to recovered. Product stop date added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for permanent contraception. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, and excessive bleeding, severe pelvic pain, and back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain as well as abnormal and excessive bleeding. Her doctor discovered that one coil had perforated her fallopian tube and one coil had migrated to her abdomen. On (B)(6) 2016, she had a surgery to remove the one coil. The other coil was located somewhere in her abdomen and had not been removed yet. Company causality comment. This spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal and excessive bleeding amongst other (non serious) events. Her doctor discovered that one coil had perforated her fallopian tube and one coil had migrated to her abdomen. Plaintiff had a surgery and removed one coil. The other coil had not been removed yet. All events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and its nature, a causal relationship between abnormal and excessive bleeding and essure cannot be excluded. Fallopian tube perforation is a potential complication of essure insertion and removal. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this particular case, the exact date and the mechanism of perforation/dislocation are not known. However, considering their nature, a causal relationship between one coil had perforated her fallopian tube and one coil had migrated to her abdomen and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil had perforated her fallopian tube /perforation (fallopian tube(s)/one coil had migrated to her abdomen/ migration of essure device location of device: abdomen/in the right hemipelvis/ perforation of left tube, not noted until after hysterec"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("abnormal and excessive bleeding") in a 31-year-old female patient who had essure (batch no: 627282) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the hospital technician informed me essure blockage was unsuccessful and I had to use another form of birth control./ failure to occlude tube" on (B)(6) 2009. The patient's medical history included parity 3 and uterine dilation and curettage. Third and last pregnancy went into early labor at 27 weeks but it was stopped and he was born 2 weeks early with hypospadias, chordee and torticollis. She denies any umbilical pain. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginal discharge and hirsutism. Concomitant products included borago officinalis oil (borage oil), medroxyprogesterone acetate (depo provera) and progesterone. In 2009, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods and passing clots"). On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced fatigue ("fatigue"). In november 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2010, the patient experienced acne ("hormonal changes describe : acne"), abdominal distension ("other injury or complications- bloating"), mood swings ("psychological or psychiatric problems- condition:mood swings"), depression ("psychological or psychiatric problems- condition: depression"), anxiety ("psychological or psychiatric problems- condition:anxiety"), migraine ("migraines") and headache ("headaches frequent and severe headaches"). In march 2010, the patient was found to have hormone level abnormal ("hormonal changes describe- imbalance"). In august 2010, the patient experienced allergy to metals ("suspected nickel allergy; not tested \ allergie or hypersensitivity reaction- type nickel allergy"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss"), endometriosis ("endometriosis") and ovarian cyst ("ovary cysts"). The patient was treated with antidepressants, bencyclane, sertraline hydrochloride (zoloft), vitamins nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine haemorrhage, acne, vaginal haemorrhage, allergy to metals, mood swings, depression, anxiety, migraine, endometriosis, ovarian cyst, dysmenorrhoea and hormone level abnormal outcome was unknown and the genital haemorrhage, menorrhagia, abdominal distension, abdominal pain, alopecia, headache and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, ovarian cyst, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure placement the devices were not placed properly and the fallopian tubes were not occluded. Patient still has one essure device in abdomen (not perforating anything). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on (B)(6) 2016: results: essure coil migrated in the peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, pelvic pain, endometriosis, acne quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received: lot no. Was added. Historical drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one coil had perforated her fallopian tube /perforation (fallopian tube(s))/one coil had migrated to her abdomen/ migration of essure device location of device: abdomen/in the right hemipelvis/ perforation of left tube, not noted until after hysterec"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("abnormal and excessive bleeding") in a 31-year-old female patient who had essure (batch no. 627282) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the hospital technician informed me essure blockage was unsuccessful and I had to use another form of birth control./ failure to occlude tube" on (B)(6) 2009. The patient's medical history included parity 3 and uterine dilation and curettage. Third and last pregnancy went into early labor at 27 weeks but it was stopped and he was born 2 weeks early with hypospadias, chordee and torticollis. She denies any umbilical pain. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginal discharge and hirsutism. Concomitant products included borago officinalis oil (borage oil), medroxyprogesterone acetate (depo provera) and progesterone. In 2009, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods and passing clots"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced acne ("hormonal changes describe : acne"), abdominal distension ("other injury or complications- bloating"), mood swings ("psychological or psychiatric problems- condition:mood swings"), depression ("psychological or psychiatric problems- condition: depression"), anxiety ("psychological or psychiatric problems- condition:anxiety"), migraine ("migraines") and headache ("headaches frequent and severe headaches"). In (B)(6) 2010, the patient was found to have hormone level abnormal ("hormonal changes describe- imbalance"). In (B)(6) 2010, the patient experienced allergy to metals ("suspected nickel allergy; not tested \ allergie or hypersensitivity reaction- type nickel allergy"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss"), endometriosis ("endometriosis") and ovarian cyst ("ovary cysts"). The patient was treated with antidepressants, bencyclane, sertraline hydrochloride (zoloft), vitamins nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine haemorrhage, acne, vaginal haemorrhage, allergy to metals, mood swings, depression, anxiety, migraine, endometriosis, ovarian cyst, dysmenorrhoea and hormone level abnormal outcome was unknown and the genital haemorrhage, menorrhagia, abdominal distension, abdominal pain, alopecia, headache and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, ovarian cyst, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure placement the devices were not placed properly and the fallopian tubes were not occluded. Patient still has one essure device in abdomen (not perforating anything). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: results: essure coil migrated in the peritoneal cavity. *concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, pelvic pain, endometriosis, acne quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.